Manufacturer narrative:
Product analysis #706384873:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): two concerto coils were returned for analysis within a shipping box; within sealed biohazard pouch; within an opened concerto implant coil outer carton and within an opened concerto implant coil inner pouch. Visual inspection/damage location details: (coil 1) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be broken but retained by release wire at break indicator and kinked at ~134.7cm from proximal end. The implant coil was found to be detached and returned. Upon further analysis, the implant coil was found to be stretched and damaged. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 2) no device malfunction was reported for this device. The concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The implant coil was found to be damaged. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed; however, the root cause could not be determined. It is likely the damages (stretched) to the implant coil were cause by the reported resistance. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model and lot numbers for the unknown catheter used during the event were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil could not be advanced in attempts to use it. The reported device and any accessory devices prepared as indicated in the instructions for use (IFU). It was unknown if there were any patient symptoms or complications associated with this event. Additional information was received that the procedure was completed with a new package.